Event description:
Pca locking mechanism fails and will not line up with the key. When nursing staff access the internal part of the device to change the medication and/or tubing, they use a key to open and close the device. If the door and the locking mechanism are not perfectly lined up, it is possible for the nursing staff to remove the key from the device without actually locking it. This allows the patients/visitors possible access to the internal part of the machine, including the drug that is supposed to be locked. If the key is removed without the locking mechanism and the door perfectly lined up, the staff cannot unlock the device--it must come down to biomedical engineering. This causes a delay in treatment/care for the patient. There is no indicator for nursing staff to know that the door and the locking mechanism are perfectly aligned prior to trying to unlock/lock the door to the device. All of our pca pumps at this facility are affected. Biomedical engineering is seeing this type of event with this device 2-3 times per week. The manufacturer has been notified. ====================== manufacturer response for pca, lifecare pca (per site reporter)======================we have told the hospira service technician